Event description:
Was administered gadolinium for a MRI and upon injection into the vein, I had an immediate reaction that started with burning at the injection site. Then my head, scalp, and chest started itching which progressed to a burning sensation on my chest and back radiated down my arms to my pelvis and legs. Within a few minutes, my chest, neck, and back were covered in large hives. I was able to breathe although my heart rate was high (probably from the stress). I did have an immediate headache and my head felt extremely overheated. The doctors evaluated me and we determined that while my body was covered in hives I had the option to administer an epi-pen or use a large dose of benadryl. We opted to use the benadryl since my breathing was not labored. Within approximately one hour the hives subsided. My headache continued through the evening which I resolved with ibuprofen. The imaging staff stated the reaction is uncommon. It has been 12 hours since I was injected with the drug and thus far my only atypical symptoms are stomach ache and very tired with a fogginess. I do not appear to have any other symptoms.